Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump could not be charged. Customer¿s blood glucose value was 292 mg/dl. Reportedly, the customer continued to use the pump and has back up manual injections for continued insulin therapy. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of "high"; specific value not provided. Cause of bg was unknown. A correction bolus via the pump was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.